Event description:
During the procedure, the distal end of the catheter broke off inside the patient's vessel. The broken distal fragment remained inside the patient. There was no reported clinical consequence to the patient.

Event description:
During the procedure the distal end of the catheter broke off inside the patient's vessel. The broken distal fragment remained inside the patient. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Other health care professional: lead interventional neuroradology technician.(B)(4).

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the catheter shaft was broken at 138.5cm from the distal end. A functional test with a 0.020in mandrel was carried out and slight resistance was encountered at the distal end due to the break on the catheter shaft. The distal broken fragment of the microcatheter was not returned. It is probable that the force used on the microcatheter caused it to break during the procedure. Therefore, a root cause related to operational context has been assigned to this event as procedural/anatomical factors encountered during the procedure limited the performance of the device, which met all required specifications.